Event description:
A reusable stapler (idrive) had worked fine for multiple fires. When it was loaded and passed to the md to be fired with a new load, the adapter component on the handle came completely off, exposing internal components and glue residue. The team verified that contamination did not occur to the surgical field. Dr. (B)(6) was present and handled device at the time device came apart. The rep was notified by the or team.